Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing discomfort due to pump positioning. The patient stated that the pump is painful, difficult to reach, and challenging to inflate and deflate. He also reported that the ipp pump is placing pressure on the artificial urinary sphincter (aus) pump, causing additional discomfort. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort and pain are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing discomfort due to pump positioning. The patient stated that the pump is painful, difficult to reach, and challenging to inflate and deflate. He also reported that the ipp pump is placing pressure on the artificial urinary sphincter (aus) pump, causing additional discomfort. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort and pain are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing discomfort due to pump positioning. The patient stated that the pump sits in a difficult location, making it challenging to inflate and deflate, though he is still able to operate it with maneuvering. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of discomfort is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.